Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hsrv) for failure analysis investigation. The unit was analyzed and in log reviews, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. The monitor was powered on and showed a blank screen. The probable root cause is attributed to an electrical component issue in the hrsv. This issue can be resolved by replacing the hrsv.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the left eye in surgeon side console (ssc) viewer was black however the image on external screens and vision side cart (vsc) touchscreen was normal, even when swapping between left and right eye view. Technical support engineer (tse) asked if any icons present in left eye on ssc and it was not. Site power cycled system, but issue persisted. Tse noted no related errors in logs and confirmed that surgery will complete with one eye. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery was not converted and was completed using the same system, albeit with one eye only. The specific type of procedure performed was a hemicolectomy, which occurred between 9:00 am and 12:00 pm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hsrv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.